Event description:
It was reported a patient presented in clinic for a routine generator change of the pacemaker on (B)(6) 2024. It was also noted there was a brown discoloration in both pin ports and the physician was unable to remove the set screw. The pacemaker was successfully replaced. Post-procedure the patient status was stable.